Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that after the patient's ((B)(6)) initial hf sensor implant, readings were unable to be obtained. X-rays were taken and confirmed that the sensor had migrated. As a result the patient underwent surgical intervention to attempt to explant the sensor. The attempt was unsuccessful. The patient was brought to the intensive care ward following the procedure. On (B)(6) 2018 the patient underwent an additional intervention to have their sensor relocated back to the target location. Issue was resolved. Patient is now able to take successful readings.